Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for low blood glucose. The customer stated that the insulin pump was alarming at time of the call, and she removed the battery. Troubleshooting was not performed during the call because the customer was not feeling well. No further info was provided.